Event description:
It was reported that insulin drips were not observed to be exiting the tubing during the load fill process. Reportedly, the customer loaded the cartridge with cold insulin. Reportedly, the customer reverted to manual injections for insulin therapy. Customer¿s blood glucose level ranged between 500-600 mg/dl. Customer administered manual injections to address bg level.